Event description:
Additionally, the healthcare professional reported that the patient was injected in the prejowl with .5 ml of an unspecified juvéderm®. The vascular occlusion occurred in the lower lip. The results of the ultrasound were noted as ¿doppler images of inferior labial artery showed reperfusion after hylenex injection.¿ the same day as the hylenex and heat treatment, the patient was treated with asa 325, prednisone 80 mg taper, and viagra 100 mg. The patient had two additional treatments of hylenex by other practitioners the next couple of days along with hyperbaric oxygen treatment. The event resolved 12 days later.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting the patient in the lips, cheeks, and chin with two unspecified juvéderm®. The patient experienced a ¿vascular occlusion.¿ the patient was treated with hylenex and heat, and an ultrasound was performed. Event status is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00737 (allergan complaint (B)(4) ). This MDR is being submitted for the second of the two unspecified juvéderm® products.